Event description:
Report received from the USA stating that during an acoustic neuroma surgery the electric foot pedal device was "not reaching the intended rpm." There was a delay of 15 minutes to surgery. There was a spare electric foot pedal device available for use. The surgery was completed successfully. There were no injuries or medical intervention reported. The reporter was unable to provide patient information. There was no additional information provided.

Manufacturer narrative:
The electric foot control device has received for evaluation. The electric foot control device was tested and the reported condition was duplicated. Evidence suggests this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).